Event description:
Revision left tha. Per surgeon, patient required lengthening of the left side. No additional details provided by the facility.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.